Event description:
Related manufacturer reference number: 3006705815-2023-05796. It was reported that following a permanent placement of scs system, patient reported weakness in right leg. A CT scan showed the lead had migrated. Patient also had a small hematoma. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein lead was repositioned, and a small hematoma was removed. Patient was given steroids and admitted for observation to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.